Manufacturer narrative:
The event for heat was not confirmed as the product was not received for evaluation. Device not returned.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the micro drill long straight attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.